Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that their blood glucose reading was 157 mg/dl and the sensor was reading 97 mg/dl. Customer calibrated and the sensor glucose reading went to 65 mg/dl. Customer stated that the insulin pump went into threshold suspend and the blood glucose reading was 172 mg/dl. No further information reported.